Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported that " the hcp failed to fire the skin stapler during use on patient". The patient's current condition is reported as "fine". Please see associated MDR# 3003898360-2024-01152.

Manufacturer narrative:
(B)(4). The customer returned one unit of 528135 visistat 35r 6/box for investigation. The bottom component of the complaint sample was observed to be positioned incorrectly, allowing the staples to become misaligned. Proper functional inspection could not be performed due to the misalignment of the staples. The rail component was observed to be positioned above the bottom at the proximal end of the cover block. The device was disassembled and die casting anomalies on the forming tool were also discovered. Non-conformance was previously initiated to evaluate this issue. Incorrect welding due to incorrect positioning of the bottom component of the cover block was identified as the probable root cause of this issue. A device history record review was performed, and no relevant findings were identified. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported that " the hcp failed to fire the skin stapler during use on patient". The patient's current condition is reported as "fine". Please see associated MDR# 3003898360-2024-01152.